Event description:
The customer reported the system had a saturation fault and locked up. The field engineer noted that the system had a complete loss of functionality, but recovered with a reboot. There is no report of death or serious injury with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and the interconnect cable were replaced during the service call. The system was tested, found to be working as intended and returned to service.